Event description:
It was reported that the nursing staff was questioning what the programmed rate was. There were 7 bags that were programmed for 24 hour infusion but each bag took around 25.5 hours. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the nursing staff was questioning what the programmed rate was. There were 7 bags that were programmed for 24 hour infusion but each bag took around 25.5 hours. There was patient involvement and no harm.